Event description:
The hospital reported that during the coronary artery bypass graft surgery, the seal did not seal well. The surgeon used a side biter clamp to finish the procedure. No additional patient complications were reported.